Manufacturer narrative:
Sorin group (B)(4) manufactures the prim02x adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that blood from the primo2x oxygenator was noted in the water lines of the heater-cooler prior to going onto bypass. There was no report of pt injury.